Event description:
It was reported that the procedure was to treat a 99% stenosed de novo lesion, located in the mid left anterior descending (lad) artery, with moderate tortuosity and heavy calcification. An intravascular ultrasound (ivus) catheter was advanced toward the target lesion and met resistance with a 190 cm balance middleweight (bmw) elite ii. The bmw elite ii guide wire and ivus catheter were removed from the patient anatomy. A non-abbott guide wire and the ivus catheter were used for the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.